Event description:
It was reported that the procedure was performed to treat a mildly tortuous, heavily calcified proximal diagonal lesion that was 80% stenosed. The 2.75x28mm xience xpedition stent delivery system (sds) failed to cross due to the anatomy and the proximal shaft separated. A new same size xience xpedition was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. (B)(6) 2019: additional information received by the account that by [fracture] they meant the stent implant had become kinked, not in two pieces. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the mildly tortuous and heavily calcified lesion causing the reported failure to advance and subsequent material deformation and noted shaft damage. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 1562 (material separation) was removed and replaced with code 2976 (material deformation).

Manufacturer narrative:
Exemption number e2019001. The device return status was not provided and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, heavily calcified proximal diagonal lesion that was 80% stenosed. The 2.75x28mm xience xpedition stent delivery system (sds) failed to cross due to the anatomy and the proximal shaft separated. A new same size xience xpedition was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.